Event description:
It was reported that during a pulse generator changeout, the ventricular lead exhibited oversensing. The lead was capped and replaced. The patient was stable and ok after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.